Event description:
The customer has had 4 incidents in the past two wks wehre the pca tubing set was leaking at the hub that connects to the needle. Leaking occurred during priming of the set with saline. No pt involvement has been reported at this time. Samples are available for evaluation. Customer could not provide specific date of occurrences.